Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer confirmed that the rails were in good shape and adjusted the front and rear drawer screws to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.